Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via common femoral artery utilizing antegrade approach. The 99% stenosed target lesion was located in the anterior tibial artery. After a non-bsc guide wire was crossed the lesion, a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a peripheral cutting balloon (pcb). No patient complications were reported and the patient's status was good.